Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated to contaminated j1000 pins and thermal damage to the r45 resistor and q9 on the computer/analog board. The root cause for the defective r45 resistor, q9 could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction.

Event description:
A u.s. Distributor returned a monitor and reported monitor was displaying a service code.